Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported allegation cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patients sling advanced xp failed. The patient underwent a surgical procedure in which a new artificial urinary sphincter (aus) device was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.